Event description:
"Top of screw is broken" given as the reason for repair. No add'l info available from the foreign distributor.

Event description:
"Top of screw is broken" given as the reason for repair. No add'l info available from the foreign distributor.